Event description:
It was reported that the patient has been in the hospital since being implanted due to increase of blood pressure and blood sugar was off. It was unknown if it was device related. The patient was doing well postoperatively.